Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient was experiencing nauseas, dizzy and seizure. The patient was taken by one his guardians to the hospital. No cgm or bg readings were taken during this time. At the hospital the nurses took his bg and it was 780 mg/dl and there was no cgm reported as the patient forgot the cgm readings at the hospital but it was inaccurate. He was treated with IV insulin and saline. The patient was discharged a day after (less than 24 hours). At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.